Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of myopotential noise on the atrial channel, which resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed the reports and provided troubleshooting actions and reprogramming options. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the patient went in-clinic for lead integrity testing and isometrics. The noisy signals were reproducible but were not oversensed. It was noted that a chest x-ray was performed. Ts provided reprogramming options. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of myopotential noise on the atrial channel, which resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed the reports and provided troubleshooting actions and reprogramming options. The device remains in use. No adverse patient effects were reported.